Event description:
During a hip repair procedure, the guidewire broke when the cannula and obturator were placed. The guidewire was caught up in the soft tissue and very difficult to retrieve because of the angle. The surgeon established a third portal and used a suture retriever to remove the broken piece. Procedure went fine after the guidewire was removed. A delay of one hour resulted.

Manufacturer narrative:
Device appears to have been bent and broken as a result of the angle used by the surgeon